Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and ams in-fast ultra kit were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with hysterectomy due to stress urinary incontinence and pelvic organ prolapse. Following insertion, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that in (B)(6) 2012, the patient underwent mesh explant due to mesh extrusion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation, culdoplasty pernioplasty sling, in order to treat cystocele, rectocele, pelvic relaxation, and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy anterior, and a posterior colporrhaphy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent sling revision; mesh excision on (B)(6) 2011, due to mesh erosion. No additional information was provided.